Event description:
It was reported through remote transmission that a patient received inappropriate antitachycardia pacing and hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.